Event description:
A hosp materials management director reported that a high frequency cable made "popping" sounds, flamed and broke in two pieces during a pt procedure. There were no injuries related to the occurrence.